Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll; our investigation determined that the customer had attempted to use the incorrect type of electrodes with this device. The device responded appropriately based on it's configuration. When the correct electrodes were attached, the device operated to specification. This investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.